Event description:
The customer reported that the system would not boot up and would display a precharge error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep loaded the batteries with an external load and calibrated the charger printed circuit board. The system was tested and found to be working as intended and put back in service.